Event description:
It was reported that a patient with a 27mm edwards surgical valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, seven (7) months due to valve degeneration, leaflets motion restricted, and severe mitral stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve. The patient was transferred to the recovery room in stable condition. On pod #2, the patient was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrected data: corrected sections h6 (health effect - clinical code, device codes, type of investigation, investigation findings), h10 (additional manufacturer narrative). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event was determined to be due to patient related factors based on the information provided. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm edwards surgical valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, seven (7) months due to mitral stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve.